Event description:
It was reported that bd alaris smartsite needle-free valve had backflow the following information was received by the initial reporter and translated into english with the following verbatim: problem: backflow of blood into the port, even after correct flushing, returns blood and obstructs the peripherally inserted central accesses. There are already five events with the same batch. On october 27, 2023, the customer reports another batch, previously unmentioned.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: "backflow of blood into the port." This feedback relates to a 2000e7d product from lot 1025436. However, the customer did provide a photograph, analysis of which confirms the reported back flow of blood. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1025436 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note that the 2000e7d product is not a back check valve and therefore during use it may be possible for back flow to occur under certain infusion rates and clinical set-ups. When the smartsite component is accessed with a compatible male luer, it is effectively an open path, through which fluid can travel in both directions; however, when the connecting product is removed, it becomes a closed system. Bd has a range of products which may help to overcome this type of issue including a range of smartsite extension sets with clamps. A review of the customer feedback database indicates that complaints of this nature are rare, and that there is currently no trend for reports of this nature against the smartsite product.

Event description:
Additional information: the following information was received by the initial reporter and translated into english regarding details, this batch presented the following deviation: patient using a PICC receiving it and even with the connector blood flows back, which creates a risk of loss, in this case the obstruction did not occur because the nurse. She saw in time that she closed the clamps and did the subsequent flushes.